Manufacturer narrative:
(B)(6). The device has been returned to animas. During evaluation the buttons intermittently activated pump functions when pressed. Multiple button presses were required before the buttons will engage. The buttons do not spring back or click. Contamination was found under the contacts of all buttons. Unrelated to the button issue the display was faded. A test display was used to carry out evaluation.

Event description:
The distributor reported that the keypad buttons were sticking.